Event description:
The hinge joint is slipping. No patient injury or significant time delay reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a missing drape clip was observed. A functional evaluation was performed and a known good battery was installed in the unit. The unit pressurized normally. The digital fish scale was attached and the standard 30 pound load test was administered. The hinge joint held as designed at 30 pounds of pressure. The load was then increased to 50 pounds of pressure. The hinge joint also held as designed even under 50 pounds of pressure. The proximal, hinge and distal joints all held under 50 pounds of pressure. There was no pneumatic fluid noticed around the proximal, hinge and distal joints. The piston migration was checked and it registered at 2.1 inches; which is indicative of hydraulic fluid loss. There was excess oil within the enclosure and also excess oil was dripping from the rear of the bimba cylinder. The seal had failed within the cylinder allowing an excess amount of pneumatic fluid to escape. The complaint was verified and the root cause was a seal failure within the bimba cylinder.